Event description:
Event description guidant received information that this left ventricular lead had displayed loss of capture from the left ventricular tip to the left ventricular ring. The lead was suspected to have dislodged as the lead was also sensing atrial activity, causing inhibition on the left ventricular channel. The lead was successfully repositioned. Guidant received additional information that one month later, the lead was sensing poorly, impedance measurements had decreased, and the threshold measurements had increased. The bi-ventricular pacemaker was also displaying a longevity estimate that was lower than expected.